Manufacturer narrative:
The evaluation revealed the broken locking screw to be the primary product. During investigation no material, design or manufacturing related matters were found. The screw was documented as faultless prior to distribution. The evaluation revealed that the screw broke in a fatigue fracture. The locking screw had broken in a fatigue fracture after an implantation period of approx. 14 months and 10 days. The rmf had considered potential implant breakage. The threshold was not exceeded. General aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Breakage of distal locking screws in general has been experienced but does not present an unanticipated event in itself. Depending on load application ¿ e.g. The patient¿s weight and post-implant activity ¿ also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a locking screw breakage can rather be classified as anticipated (ref to IFU). A successful treatment with a temporary implant requires sufficient bone healing during the implantation period and adequate load application. It is very likely that during the following period and due to usual / daily motion the implant was repeatedly loaded in back and forth direction (cyclic loading) which typically contributes to the origin of an incipient crack. Every additional load application may contribute to the progress of an existing crack. Medical aspects: no medical records were available for review. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With given information no deficiency of the screw in question was verified. Summarizing above information the implant most likely broke due to overload. Overload may have been caused by patient¿s load application possibly in conjunction with impaired bone healing which has to be classified as patient-delayed healing. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
On (B)(6) 2014, t2 recon surgery was performed. After the surgery, the fracture did not heal. And, a breakage of a distal locking screw was found on (B)(6) 2016. The revision surgery with t2gtn is planned on (B)(6) 2016.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2014, t2 recon surgery was performed. After the surgery, the fracture did not heal. And, a breakage of a distal locking screw was found on (B)(6) 2016. The revision surgery with t2gtn is planned on (B)(6) 2016.